Manufacturer narrative:
An evaluation will be conducted if and when the device is returned.

Event description:
It was reported that while performing an ankle arthroscopy debriding of soft tissue, the blade cutting window started shedding in the joint. The majority of the metal debris, washed out of the joint and the procedure was finished. No patient injury reported.

Manufacturer narrative:
Examination was not possible, as the devices have not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.